Manufacturer narrative:
Analysis was completed. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited high pacing impedance. It was also noted that the guidewire could not completely be inserted into the lead. The lead was removed and replaced. Patient was stable.